Event description:
Pt underwent tlif at l4-l5 on (B)(6) 2010. F/u x-rays showed the 6.2mm click'x screw protruding laterally from the vertebral body. Reportedly, the pt was non-compliant with postop instructions. Surgeon will continue to monitor pt.

Manufacturer narrative:
Lot#: this information was not provided during initial report. Additional information has been requested. Device was not explanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.